Event description:
(Report 3 of 3) it was reported during surgery, the surgeon planned to replace the fusion screw with a different length screw. The surgeon inserted the wire and used the appropriate driver to remove the screw when the driver snapped at the tip. The surgeon used a second screwdriver, and it snapped at the tip as well. Both driver tips were removed from the patient. It was also reported that the surgeon decided to leave the screw in the patient and change his post-op protocol. The surgery was completed with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 2027754-2024-00042 - (B)(4).

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. Based on the information received, the root cause could not be determined.